Event description:
No injury, c-section pt in surgery, proximate plus md stapler for skin closure would not work, xrays done, nothing retained in the pt. Product by owens & minor. Lot of 9 single use staplers and this stapler was removed. Notified vendor. Diagnosis or reason for use: skin closure stapler.